Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6 as reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change the color and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. After the back-flow from the indicator stopped, the user retracted it. The device was used in a percutaneous coronary intervention (pci) procedure. The device was used with a non-cordis 7f sheath. The procedure used a retrograde approach. The patient was discharged without any problems. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Here was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did have their thumb placed on the plug deployment button during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The user is trained in the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18374427 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window-no change to indicator " could not be confirmed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change the color and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. After the back-flow from the indicator stopped, the user retracted it. The device was used in a percutaneous coronary intervention (pci) procedure. The device was used with a non-cordis 7f sheath. The procedure used a retrograde approach. The patient was discharged without any problems. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Here was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did have their thumb placed on the plug deployment button during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The user is trained in the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 7f exoseal vascular closure device (vcd) did not change the color and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. After the back-flow from the indicator stopped, the user retracted it. The device was used in a percutaneous coronary intervention (pci) procedure. The device was used with a non-cordis 7f sheath. The device will not be returned for evaluation.